Event description:
It was reported a spectrum pump had a close door alarm. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was confirmed through evaluation as a "load set" alarm. This condition was caused by a failed upper link switch. The upper auxiliary assembly was replaced.